Manufacturer narrative:
Product event summary, serial number (B)(4) - the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation - 5092 implantable pacing lead 2012-(B)(6).

Event description:
It was reported the patient complained of pocket pain and soreness around the device. The right ventricular lead demonstrated high t hresholds possibly due to clavicular crush on the lead. The physician explanted the device and leads. The new smaller device and leads were implanted by axillary access in an attempt to avoid isuses with the leads and patient's collar bone. No further patient co mplications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.